Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure the product made a noise and there was a problem unloading the device. They changed the reload a lot of the time. The stapler was not able to fire. The surgical time was extended about 45 minutes. To resolve the issue they changed the product. There was no patient injury. There will be an additional operation to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.